Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error before and after a battery change and the esc and the act keypad buttons are not responsive. Customer does not recall any significant events leading to the error, except that it happened during normal use. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
No battery out limit alarm was noted. All operating currents are within specification. The pump passed the displacement and self tests. No unexpected low battery or off no power alarms were noted. All buttons functioned properly. However, found corroded keypad traces. No button error alarms noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked display window and a scratched reservoir tube window.